Manufacturer narrative:
A ge service rep performed an onsite investigation, and instructed the customer to only use one button at a time. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up. No pt injury was reported.